Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g according to the information provided, the patient underwent a initial tsa surgery on (B)(6) 2022. Approximately 1 years and 11 months later, on 31jan2024 the patient underwent a revision surgery. Intra-operatively, the tool was stripped when attempting to remove the torque screw, no surgical delay/ prolongation was reported. The patient was last known to be in stable condition following the event. The devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-06-42 - glenosphere 42mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-42-03 - 145-deg pe 42mm hum liner +2.5. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 1 year and 11 months post the initial total shoulder arthroplasty, the patient underwent a revision. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.